Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder.

Event description:
It was reported that bd insyte augoguard bc foreign matter- plastic found in hub. The following information was provided by the initial reporter: once I manually withdrew and attempted to connect to tubing it would not connect fully, I was unable to flush or draw back. There was a small plastic piece inside the hub that was blocking attachment.

Manufacturer narrative:
Investigation results: the complaint that the needle would not retract could not be confirmed from the photograph that was provided for investigation. The photo showed the insyte autoguard needle, which was fully retracted within the safety shield. The complaint of a plastic component within the catheter adapter was confirmed. The non-foreign plastic component was positioned within the adapter during assembly and is used to open the blood control valve when a connection is made at the catheter adapter. The original position of the actuator in relation to the adapter could not be determined as the provided photo showed the actuator separate from the catheter adapter. It was reported that the actuator was inside the adapter and blocking attachment; however, it could not be confirmed from the photo that the actuator prevented a proper connection. The complaint that a connection could not be made could not be confirmed from the photograph. No damage or defects associated with the manufacturing process were identified on the catheter adapter, luer threads, actuator, or any part of the insyte autoguard device. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.